Event description:
It was initially reported that a vns pt needed to be programmed off for an upcoming surgery scheduled to address a tie-down protruding in the neck area. There were no plans to replace either the lead or generator themselves as device diagnostics demonstrate that both the lead and generator are functioning as intended. The pt also reported feeling pain and experiencing some swelling at the base of neck were the lead travels. The physician believes that the tie-down might have come loose and migrated. The surgeon will reposition the lead and secure it deeper in the tissue. Good faith attempts to obtain additional info from the surgeon on the exact causes of the reported events have been unsuccessful to date.